Event description:
Patient reported "body had a weird reaction with implant when first implanted," "one breast got so rock hard" and antibiotics were prescribed and the swelling went down. Patient reported additional event of "an infection". This record will be for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) not related to any additional complaint infection record reported as of today.

Event description:
Patient reported right side "body had a weird reaction with implant when first implanted," "one breast got so rock hard" and antibiotics were prescribed and the swelling went down. Patient reported additional event of "an infection". Healthcare professional later reported implant exchange due to the patient's concern with the product, rupture, and "severe inflammatory changes in pectoralis pocket." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: edema: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Infection: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. Inflammation/irritation: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported an unknown side "body had a weird reaction with implant when first implanted," "one breast got so rock hard" and antibiotics were prescribed and the swelling went down. Patient reported additional event of "an infection". Later healthcare professional reported an exchange with patients concern. Later healthcare professional reported rupture. Operative report notated "rupture, and with severe inflammatory changes in pectoralis pocket" this record will be for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "one breast got so rock hard", swelling, and infection. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "body had a weird reaction with implant when first implanted," "one breast got so rock hard" and antibiotics were prescribed and the swelling went down. Patient reported additional event of "an infection". This record will be for the right side. Device remains implanted.